Event description:
It was reported that during implant attempt, the helix was extended when the lead was not against tissue. The lead body was rotated 5-7 times, and was believed to be screwed into the valve. The doctor tried to retract the helix, and it came back one-half way, but at some point, the screw mechanism broke. The doctor then pulled with about 5 pounds of pressure, which distended the helix, but the helix remained engaged in the valve. A surgeon was called in, who pulled much harder, with an estimated 20 pounds of pressure. The helix snapped off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.